Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight, were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter address line 1: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30894116) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00104 and 3008114965-2023-00105. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610124) was impeded in the concomitant complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30894116) and could not be further advanced. The physician retracted the stent and the microcatheter and replaced both devices to complete the procedure. There was no report of any negative impact to the patient. On 23-feb-2023, additional information was received. The information indicated that the patient is a 64-year-old male; the procedure was targeting an ophthalmic artery segment aneurysm. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damage. Nothing unusual was noted about the system prior to use. A continuous flush had been maintained through the microcatheter. There was no damage observed on the microcatheter; the information also indicated that no other device went through the microcatheter without issue. The replacement devices were not another 4.5mm x 22mm enterprise stent and not another prowler select plus microcatheter. There was no clinically significant delay as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab 08-mar-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00104 and 3008114965-2023-00105. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. A microscopic inspection was performed on the entire length of the complaint device. The returned prowler select plus microcatheter was observed undamaged (i.e., no kinks, no bents, and no compressed areas). The inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specifications. The complaint device was flushed using a lab sample syringe. After flushing, a 0.018-inch lab sample guidewire was inserted into the returned device. The guidewire was able to be advanced until it came out from the distal tip of the microcatheter without any noticeable resistance. Although the functional test could not be performed with the returned enterprise stent system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. A review of manufacturing documentation associated with this lot (30894116) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00104 and 3008114965-2023-00105. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.